Event description:
Complaint received as follows: the rubber opaque valve detached from the infiltration funnel in use. We tested ourselves again and found the non-deflation in use. No harm to pt. Remove the normal way.

Manufacturer narrative:
Based on available info, our medical determination is that this malfunction is serious: because sometimes, surgical intervention is needed to remove a catheter whose balloon fails to deflate. Device was returned and investigated. No sign of non deflation was detected. Product was fully functional when tested. (B)(4).